Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an open wire in pin 5 (battery ground inside of the cable strain relief). The most likely root cause of the failure is an improper assembly.

Event description:
It was reported that the patient's controller had alarms specifying that it needed a second power source whenever one of the batteries was connected. The issue would only occur with a specific battery; all other power sources were recognized by the controller. The battery was exchanged with no reported patient consequences.